Manufacturer narrative:
(B)(4). The service engineer replaced the oxygen sensor, which resolved the reported issue.

Event description:
It was reported that the ventilator's oxygen sensor was leaking. The ventilator was not in a patient use at the time.